Event description:
Procedure type: prostatectomy. According to the reporter: patient got a wound dehiscence on the fifth day after a urological surgery. Patient was not obese, pre-operated or chemo therapeutical pretreted. The suture technique of the chief physician was realized correctly (was accompanied at several scrubs). Patient injured.